Event description:
Left ruptured implant. A 43 yr old white g3p3 female status post. Bilateral submuscular inframammary 255cc surgitek gels for augmentation. 6-16-81 decreased size noted despite pt's weight gain. No history of trauma. Occasional breast discomfort, and systemic complaints including arthralgias, myalgias, paresthesias, fatigue, fevers, headaches, neurocognitive problems, dry mucous membranes, hair loss, rashes, gastrointestinal/genitourinary & menstrual changes etc...mammorgram 1-11-93 within normal limits. Exam positive for bilateral grade ii contractures, & small axillary lymph nodes. Surgery 8-19-94 positive left ruptured extensively, mostly cohesive minimum yellow/cloudy.